Event description:
The customer reported the system locked up but regained functionality after rebooting the system. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service. .